Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received, it would be processed and considered accordingly. Concomitant products: 5086mri52 implantable pacing lead, implanted: (B)(6) 2013; 5086mri58 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified via online obituary indicated the patient died approximately 4 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).